Event description:
Note: this report pertains to the third of three devices that occurred during the same procedure. Refer to associated manufacturer report #s 3005099803-2008-07493 and 3005099803-2008-07494 for a description of the other event. It was reported to boston scientific corporation on december 4, 2008 that an endovive standard peg kits push method device was used during a percutaneous endoscopic gastrostomy (peg) tube procedure performed in 2008. According to the complainant, "during the procedure, they were backloading the peg tube over the guide wire and the guide wire would not go through the transition vone on the peg tube. Two more boxes were opened up and none of these worked. The procedure was aborted". There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.